Manufacturer narrative:
The reported pressure sensor mismatch error is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a ventilator service required alarm. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, a ventilator service required error code relating to 'press sensor mismatch' was found in the device's error log. The service technician states that internal checking was performed and no failure was confirmed. The functional test passed as well. It is determined that a temporary failure may have occurred and the service technician replaced the flow sensor and system printed circuit assembly (pca) board to resolve the issue. The blower assembly was replaced as well due to noise. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.